Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer failed to open and displayed a message indicating it was not detected. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxibus cable was disconnected. A field service engineer (fse) powered down station, and all cables were reseated. After rebooting, testing resumed with no further issues noted. The user verified proper operation through inventory counts and confirmed drawer and door functionality. All bus and cable connections were verified. The system functioned as intended after the field service engineer repaired the device.